Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable. Additional information: the user flushed the catheter with 20ml of sodium chloride solution. Water was flowing freely through the catheter and there was no noted occlusion or blockage. Then the user did a test prior to patient contact, first, the user insert the stylet into the catheter. Second, the user tried to introduce the catheter with stylet to the stiffening cannula but failed. The user found the catheter does not match the stiffening cannula, the catheter cannot get through the stiffening cannula. So the user change another new device to use and successfully finished the procedure. The black catheter does not match the stiffening cannula. On (B)(6) 2018 the hospital confirmed they returned the incorrect complaint device for investigation. And the correct complaint device has been scrapped by hospital. Investigation ¿ evaluation. A review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the lines of a rosch-uchida transjugular liver access set were unable to be flushed during pre-op testing. An alternative device was used to complete the procedure successfully. As reported, this device issue was discovered during pre-op testing, therefore, no patient involvement.